Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated at the service and repair center. Per service report, defects were identified during the evaluation of the device. The following activities were performed: defective o-rings replaced. Motor does not turn: motor replaced. Motor corroded. Motor replaced. Short circuit in the motor cable. Motor cable replaced. Motor cable corroded. Motor cable replaced. "Tornado": preventive replacement of o-rings performed. No definite root cause has been determined as there was no specific failure identified by the customer. However, during evaluation, the motor was not functioning as intended. This was due to corrosion found on the motor. Excessive fluid ingress due to repeated usage of the device may cause corrosion. Additionally, there was a short circuit observed in the motor cable, hence implicating the functionality of the device. The defective components were replaced, restoring the device to specification and is now fully functional. The service history has been reviewed in lieu of the manufacturing record evaluation for this device since it was previously serviced. The device was last serviced on april 4th, 2017 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via fax that the customer reported a request for repair of the tornado shaver handpiece. No additional details available.